Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited impedance, sensing and capture anomalies. X-ray revealed that the lead had dislodged. The lead was explanted and replaced on (B)(6) 2016. The patient was stable.